Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. The customer cleared the occlusion alarm, reloaded the existing cartridge successfully and received an accurate fill estimate. Customer's blood glucose level was 180 mg/dl.